Event description:
A bipap a40 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician did not observe visible foam particles inside the assembly, and the printed circuit assembly (pca) was defective and needed to be replaced due to a ventilator inoperative error e020 (ventilator inoperative). Additionally, dust/dirt/tobacco contamination. The device data also identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped after the evaluation was completed.